Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was unable to convert and the therapy was exhausted. Currently, this ICD remains in service and no additional adverse patient effects were reported.